Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing. No intervention was performed. The patient was in stable condition.

Event description:
New information received noted on 9 mar 2022, a new right ventricular (rv) lead was implanted during a scheduled pulse generator upgrade procedure. The anomalous rv lead was connected to the left ventricular port of the new device for backup pacing. The patient's condition was stable throughout.